Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ventilator's display was blank. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. The service engineer evaluated the ventilator and verified the customer reported condition. To resolve the condition, the service engineer replaced the graphic user interface (gui) printed circuit board assembly (pcba). The ventilator passed self-testing.